Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy ivor-lewis procedure, the device did not fire. The surgeon was able to press the green button but unable to squeezed the handle. The device closed but didn't fire. It was blocked. They opened two more handles but they did not work, they used more reloads of the same number lot and still did not work, so finally they opened a new box of reloads with another lot number and it worked fine. There was no patient injury.